Manufacturer narrative:
The insulin pump was reset with correct time and date, monitored for 6 days. No time clock anomaly noted. The insulin pump has minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was losing time. Troubleshooting was done for time clock anomaly. No blood glucose reading provided. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.